Event description:
A user facility report was received on 6/13/2005, which indicated "event desc: self expanding stent did not deploy. Something was wrong with the deployment platform. No harm to the pt. This is not a malfunction known to cause injury. The inability of the delivery system to deploy the sent would result in the need to remove the device and insert another. The act of replacing the device is not injurious to the pt and thus, will not be reported to FDA by the MFR. The report indicated that the device was available for eval; however, the return of this device required guidant to sign a waver, which would have mandated that the device not be cleaned, analyzed or modified in any way. Other requirements of the waver prevented guidant from signing for the product; therefore, we have not obtained the product at this time.

Event description:
Self expanding stent did not deploy. Something was wrong with the deployment platform. There was no harm to the patient.